Manufacturer narrative:
Additional product codes for the device include: kra: catheter, continuous flush. Dqe: catheter, oximeter, fiberoptic. Dqo: catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of swan-ganz cco catheter did not deflate before use. During balloon inflation test, the customer could not deflate the balloon after inflation despite removing the inflation syringe from the gate valve. The customer popped the balloon to deflate it. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one 777f8 catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stopcocks. The customer report that the balloon of swan-ganz cco catheter did not deflate was not able to confirm because the balloon was torn. As received, balloon was found to be torn around the proximal side of the balloon latex around the circumference. The distal side of the balloon latex was inverted too distal. After the inverted balloon latex returned to its original position, the edges of the latex appeared the same shapes. The balloon inflation lumen was patent without any occlusion. All through lumens were patent without any leakage or occlusion. No other visible damage or inconsistency was observed from the catheter body and syringe. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. It did not identify an edwards related defect that may have contributed to the complaints. Current risk mitigations include 100% of the units after balloon bonding step passes through a balloon inspection, balloons get inflated and deflated to assure the condition of it and a leak and flow test, deflation time check of the balloon, and qa sampling visual and functional inspections.